Event description:
It was reported that high defibrillation impedance was noted right ventricular (rv) lead with gradual increase over time. No changes or intervention were performed, and the rv lead will continue to be monitored. There were no patient consequences.